Event description:
It was reported that the user experienced a low glucose value of 64 mg/dl after reporting elevated glucose earlier in the day and had just announced an upcoming meal while using the ilet, with education provided that early use can involve glucose fluctuations and that the device adjusts insulin delivery based on needs and trends. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and monitoring at home without hospitalization. Investigation included complaint handling and user education with troubleshooting guidance regarding device operation and glucose management. Investigation of this case revealed no device malfunction, with device behavior consistent with algorithmic insulin scaling based on sensor trends and user inputs, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.